Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had decreased sensing in the bipolar configuration. Also the patient was symptomatic with pacemaker syndrome and thumping in the chest. The patient also had nonspecific chest pain and left shoulder pain and a micro-perforation with a small pericardial effusion. The rv lead was explanted and replaced with a new lead. No further patient complications have been reported as a result of this event.